Event description:
Event determined to be reportable based on device analysis: it was reported that during an unspecified biliary stenting procedure of an unspecified biliary duct, the 10x80 bare biliary stent was unable to deploy. It was not known how the procedure was completed, however, it was noted that there were no patient injuries or complications. The patient's status is reported as "good". Device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device noted that the stent was fully covered by the outer sheath and wrapped around the shaft. An examination of the stent through the clear outer found that the stent wires were crossed at its distal end. No other damages were noted with this device. Using excessive force it was possible to retract the outer sheath along the metal handle and deploy the stent. An examination of the deployed stent found that the distal end of the stent was not expanded due to the crossed wires of the stent. The batch number is unknown, therefore, a review of the manufacturing documentation was unable to be performed. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.